Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic wedge-shaped resection of the right lower lobe of the lung, when the second shot was fired with the green reload, click was heard in the handle during the operation. Firing cycle was not completed. Staple line was incomplete near the proximal end. Another handle was used to complete the case, and lung tissue was resected.